Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When the device could not fire farther, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Ecr45w, batch p55j2c is an invalid batch. Do you have the correct batch number?

Event description:
It was reported that the device could not fire farther. During the surgery of excision of ovarian tumor, could not fire farther and open the jaw on the 1st firing. Used hemolock and knife to complete the surgery. There is no report on the patient's injury.